Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (date unknown), at the (B)(6), it was reported that after on a pump for less than an hour there was blood leakage from the gas outlet of the be-pls 2050 (lot number 70064555). The unit was replaced. (B)(4).